Manufacturer narrative:
(B)(4). Evaluation results: the root cause of the event is undetermined. Evaluation summary: the device was returned to medtronic for evaluation. On review of the returned device, the balloon had been inflated. The distal tip was damaged. No further damage was noted. There was no evidence of a kink on the returned device. The presence of a leak on the balloon of the returned device was confirmed. A small tear was located over the marker band. Visual inspection confirmed there were no edges or lifting of the marker band.

Event description:
A sprinter legend rapid exchange (rx) balloon dilatation catheter length 15mm, diameter 1.5mm was used to treat a lesion in a patient. It was reported that the device was kinked. Patient was reported to be fine post procedure and no clinical sequelae have been reported.